Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and adjusted to the optimal operating voltage. The nodes were flashed and the calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.